Event description:
Contacted regarding on erroneously high troponin (accu tnl) result on one pt generated by an access 2i instrument. The intial result wa 8.1 ng/ml. The result was reported outside the laboratory. The customer re-tested the initial sample and stated they received a "negative" result. A corrected report was issued. Pt was admitted to the hosp.